Event description:
Patient was reported to have a full revision due to a "broken lead". It was stated no lead impedance measurement was available prior to surgery due to the generator being at end of service. When the lead was being explanted, the lead was seen to have been severed in half. The specific cause was not known. The explanted devices were discarded by the hospital.